Manufacturer narrative:
The product was returned and expected to be evaluated shortly. The investigation is in process.

Event description:
A user facility reported that while the patient was under general anesthesia, the device failed to start and the decision was made to abort the procedure. The patient was under anesthesia for 30 minutes. It was also noted that the patient is in stable condition and the next surgery is planned.

Event description:
The area of the body that was treated was the abdomen. The patient''s current status is reported as stable. Suction-assisted liposuction (besides vaser) was being performed in same area where the symptoms were reported. Vaser ultrasound treatment was scheduled to be performed for paradoxical adipose hyperplasia correction, followed by suction-assisted liposuction to remove treated fat cells. The patient hasn''t undergone any other treatments in the same symptom area within the past 90 days. The system was not tested before the procedure as the panel display was illuminated with flashing standby mode indicated. The patient was already under anesthesia when the system was tested. The vaser handpiece did not operate when settings were switched to either "v" or "c" with the footswitch activation. The handpiece was removed and the self-test was performed according to operating manual, but no error message was displayed at 10% regardless of the time the self-test was depressed. No vaser treatment was able to be delivered as the equipment was inoperable. 1,800 ml of tumescent fluid was used. No vaser treatment was able to be performed. Only the suction-assisted liposuction was able to be performed using a microaire power assisted liposuction unit. Suction was generated using the solta tower suction unit. The suction with the ventx was operating normally. A skin port used and the skin port wasn''t damaged or misaligned. A wet towel barrier was utilized to protect the skin from probe contact. A 3 ring probe was used for the treatment.

Manufacturer narrative:
The product was evaluated and service confirmed the complaint. Both the 52v power supply and uspcb is faulty. No other issues were found. The plant evaluation is underway.

Manufacturer narrative:
The system was returned for evaluation. Service confirmed the complaint: both the 52v power supply and uspcb were not functioning. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Trending will be performed to monitor this issue. No corrective action required.